Event description:
Pt developed deep facial flushing ten minutes after hemodialysis treatment. Flushing increased and pt admitted to ER. Hemoglobin @ 7.5 and signs of hypoxia noted at ER. Subsequent blood draws showed hemolysis. Hemolysis in blood samples persisted through 2/27/97. Pt completed hemodialysis treatment on 2/27/97. No deviations from hemodialysis sop reported. Facility has been using same sop for four (4) years with no problems reported. Pt temp 102.5 when admitted to ER.